Event description:
Same case as manufacturer's report #6000093-2006-00388 (a00010137), 6000093-2006-00411(a00015665), and 6000093-2006-00413 (a00015667). Tap - it was reported that 213 days after implantatio of several taxus express2 drug eluting stents, in-stent restenosis occurred. During the initial procedure, a 90% stenotic lesion in the ramus artery was treated with a 2.5x12 mm taxus and kissing ballon angioplasty - a 90-95% stenotic, long lesion in the left circumflex (lcx) coronary artery was treated with a 3.0x32 mm taxus stent. A 96% stenotic lesion in the 1st obtuse marginal (om1) coronary artery was treated with a 2.5x20 mm taxus stent. Finally, a 20-9% stenotic lesion in the 2nd obtuse marginal (om1) coronary artery was treated with a 2.5x20 mm taxus stent. Finally, a 20-9% stenotic lesion in the 2nd obtuse marginal (om2) coronary artery was treated with a 2.5x20 mm taxus stent and kissing balloon angioplasty. A post-intervention stenosis of 0% was reported for all lesions. No information was received regarging the vessel tortuousity or calcification. No information was reported concerning patient medications. The patient was reported have tolerated the procedure well. The patient presented 213 days after the initial procedure with a 90% in-stent restenosis of the ramus, 70-90% restenosis of the proximal to mid lcx, and 90% restenosis of the om1 and om2 taxus stents. The lcx restenosis was treated with ptca and a 2.5x20 taxus stent. The om1 restenosis was treated with ptca and a 3.0x16 taxus stent. The om2 was treated with ptca and a 2.5x20 taxus stent. All lesions were reported to have 0% stenosis following re-intervention. Non information was reported concerning patient medications. The patient was reported have tolerated the procedure well.